Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead exhibited low pacing impedance, loss of capture, and the patient had received inappropriate high voltage therapy. The low voltage portion of the lead was reported to have fractured. The lead was capped. A previously capped lead was reactivated for pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429878 lead, implanted: (B)(6) 2015. 407645 lead, implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and variable lead impedance. The lead was suspected to be fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h6 imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and variable lead impedance. The lead was suspected to be fractured. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead exhibited low pacing impedance, loss of capture, and the patient had received inappropriate high voltage therapy. The low voltage portion of the lead was reported to have fractured. The lead was capped. A previously capped lead was reactivated for pacing. No further patient complications have been reported as a result of this event. It was additionally reported that the lead was programmed to pace only with no sensing function prior to being capped.